Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h6. The device evaluation found that the reported image loss was likely related to an issue with the video cable. However, based on the results of investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center presented poor contact on the video cable socket, there was no image and when the cable was shaked the image was recovered. The issue was found at preparation for use during an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.